Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad and two resolute onyx des were implanted in the circumflex. On the same day of index procedure, patient suffered from troponin increase. The patient is recovering. The investigator and sponsor assessed the event is not related to the study device or anti-platelet medication. Cec adjudicated target vessel mi (lad) and side branch occlusion of diagonal nqwmi.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.